Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was blank even after changing battery. Customer also reported that back of insulin pump was cracked. Customer's blood glucose was 82 mg/dl. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. The motor and battery tube assemblies were found corroded. The pump failed the leak test. The pump leaked at the back of the case. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump was received with minor scratches on the lcd window, case and keypad overlay.